Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after discontinued use of their scs system a year ago. As such, the ipg was deemed inoperable. Reportedly, surgical intervention was undertaken to address the issue. During the procedure, the original ipg was explanted and replaced with a new model. Postoperatively, therapy was resumed.